Event description:
It was reported that the device may have had premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Performance information was collected and analyzed. The device was found to be approaching elective replacement indicator as the battery voltage data show 2.703 volts on (B)(6) 2012. Aging time stamp date on (B)(6) 2012, device is before recommended replacement time.